Event description:
The lead was returned to the manufacturer after the helix would not extend or retract during an implant attempt. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). There was a tip seal observation.